Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was unable to deliver a shock.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a disconnected red energy capacitor wire. A disconnected capacitor wire will cause the device to not deliver defibrillation energy the device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was unable to deliver a shock.